Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Duragen (id4501i) was not returned for evaluation, and the lot number was not provided to facilitate device history record (DHR) review; therefore, failure analysis is not possible. Notwithstanding the foregoing, a medical assessment was performed to evaluate the possible relation between the reported event and product which concludes as follows: the reported complaint lacks detailed patient and event information. No additional information regarding the patient¿s other relevant medical history, lab results, and any details surrounding the intra-operative procedure were provided by the customer. A fibrin sealant, beriplast, a non-integra product, was reported to have been used with the duragen. As a precaution per the duragen¿s instructions for use (IFU), it cautions ¿when using duragen in conjunction with surgical sealants. Clinical experience suggests that there may be an increased risk of cerebrospinal fluid (csf) leakage in these situations." Failure to achieve adequate dural closure can lead to potential complication such as infection. Therefore, based on the available information and medical assessment performed, there is insufficient evidence to suggest that the duragen product was causal to the reported event; therefore, a definite root cause cannot be determined. Additionally, infection is a known possible complication with any neurosurgical procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id4501i) was implanted to a patient with external head trauma on (B)(6) 2024 and was used with fibrin glue (beriplast). Subsequently, duragen was explanted on (B)(6) 2024 due to suspicion of infection. No further information was provided.